Manufacturer narrative:
Concomitant medical products: product ID: 389045, lot# j0421490v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was calling because their ins is not working at all. They had to turn the stimulation intensity up for the stimulation to cover the hip, groin area, and arm. The patient confirmed that they are not currently getting adequate pain control coverage from their therapy. The patient thinks the wires need to be replaced or connected to the device in their back. Their wires got crossed in their back and that when they turn it up to 4 it works almost everything in their body like it is supposed to. The patient stated that they have three wires that seem like they are closed. The patient reported that the ins turns the stimulation up too high and then decreases. They noted that their patient programmer works as designed. The patient was redirected to follow up with their healthcare professional (hcp) and was sent an hcp listings. The event began about 2 weeks ago with the year 2019 being confirmed. No further complications were reported/are anticipated.